Event description:
It was reported that an ilet pump¿s touch screen was cracked, resulting in the top portion of the screen becoming unresponsive and preventing the user from completing a supply change or rewinding the device; the device was reported as no longer watertight and a replacement was arranged. Symptoms included no injury and no reported adverse blood glucose effects. Outcomes included interruption of normal device use and the need to replace the device. Investigation included user interview, product history review, and assessment for device damage and functionality. Investigation of this case revealed a damaged display assembly leading to loss of touch responsiveness and compromised enclosure integrity. It was concluded that the device experienced a screen failure that rendered the touch interface nonfunctional and required replacement, with data not transferrable to the replacement unit.